Event description:
Caller reported a cartridge alarm 20, which did not cause the customer's blood glucose level to exceed 500 mg/dl. Customer successfully loaded a new cartridge with assistance from technical support, resuming insulin therapy. Issue was resolved with no adverse impact on customer's blood glucose level.